Event description:
A customer contacted beckman coulter inc. (Bci) regarding one low creatinine (cre) patient result generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer repeated the result on another instrument and provided a normal result. The erroneous result was stopped from being reported out of the laboratory by validation rules. Patient treatment was not affected in this event.

Manufacturer narrative:
The customer stated that the qc was within specifications before and after the event. A field service engineer (fse) was dispatched and replaced the creatinine (cre) module.